Manufacturer narrative:
(B)(4). Other device used: catalog #00236016625, zimmer hex cannulated screwdriver, lot # 62843539. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. A definite root cause for the issue cannot be determined with the information provided. These devices are used for treatment. Visual inspection of the standard hexagonal cannulated screwdrivers confirms that a small portion of the hexagonal feature of the devices fractured off. Review of the device history records did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification.

Event description:
Devices were originally reported as bent. However, upon physical and technical inspection during the complaint investigation, it was noted that device was fractured.